Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4 and 2.1. The time between testing was within a few minutes. Reportedly, using customers plastic tubes, not coated with any anticoagulants. Medical assistant (ma) unsure if there were any air bubbles in the tube upon collection. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.